Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies for the full lead. Visual analysis noted there is blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, the physician was unable to pass a stylet to the tip of the lead. After several attempts to place the lead, the lead was removed and not used. There were no patient complications reported as a result of this event.